Event description:
Customer alleges chair has a crack on it. Minor injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumer stated that the shower chair has a crack and pinches his buttocks when seated. The consumer purchased the device on (B)(6). Minor injury alleged, no medical intervention sought. The product is not to be returned to invacare for an inspection as the consumer placed the damaged product on the curb for pick up.